Manufacturer narrative:
The suction irrigator instrument has not been returned to intuitive surgical, inc. For failure analysis evaluation. Therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: all fragments were retrieved and no additional surgical intervention was required. However, unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur.

Event description:
It was reported during a da vinci-assisted lower anterior resection procedure that tip of the endowrist suction irrigator tip fell off the instrument in patient's abdomen. The tip was retrieved and the procedure completed with no report of patient injury nor harm. Follow-up: on 1/28/2019, the site robotics coordinator (roco) was contacted and additional information was obtained about the complaint: roco indicated she does not have a record of sending the instrument for RMA therefore it may still be with their risk management department. Roco confirmed the broken fragment was retrieved during the same procedure and there is no report of patient injury nor harm.